Event description:
New information available on (B)(6) 2018 states that, the patient presented in clinic on (B)(6) 2017 for follow-up. Upon interrogation it was noted that the device was functioning properly. The patient¿s condition was good without any symptoms and would continue to be followed normally.

Event description:
It was reported that the patient presented in clinic for a follow-up. While attempting to interrogate the pulse generator, an error message was displayed. The device was reinterrogated and the same error message presented. Another programmer was used to interrogate the device and the same error message presented. The patient was not symptomatic due to this event.